Manufacturer narrative:
Section d10: concomitant products - crown cup,cluster-hole gr.56 (cat# 180-01-56 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the patient had a hip prosthesis cup from exactech implanted. As part of the manufacturer's recall, the patient came in for a check-up. The x-ray and CT scan showed a clear decentration of the prosthesis head and unusually large osteolyses in the acetabulum as a sign of inlay wear. This was verified when the cup was changed on (B)(6) 2024 to a revision competitor's hip cup. As part of the replacement operation, the prosthesis head was replaced in addition to the cup replacement.

Manufacturer narrative:
H2: no devices were returned for evaluation and no radiographs, images, operative notes, or patient medical history information were provided for review. It is possible this event is associated with polyethylene wear for which a number of variables including use error, implant positioning, implant selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) can be contributors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also contribute to wear. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.